Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that during an angioplasty procedure, the shaft of the pta balloon was allegedly broken. It was further reported that another pta balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse rx pta catheter in two segments with a break at the hypo tube were returned. The segments were bloody. Segment one consists of the inflation hub and partial cather, segment two consists the remaining catheter and the balloon. Therefore, the investigation is confirmed for the reported break issue. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2022), g3. H11: h6 (method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the shaft of the pta balloon was allegedly broken. It was further reported that another pta balloon was used to complete the procedure. There was no reported patient injury.